Event description:
On (B)(6), pt underwent placement of an intra-aortic balloon pump (iabp). During flushing of line staff observed leaking from cracked hub of pressure monitoring kit connected to iabp. Iabp and kit exchanged same day without further incident - no harm to pt.